Event description:
Customer reports back to back testing on the advantage system with results of: 53mg/dl to 279 mg/dl; 53mg/dl to 283 mg/dl. No qcs were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.